Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter lens was explanted from the patient's operative eye. No additional information was provided.

Manufacturer narrative:
Correction: in review, of medwatch 3011852734-2018-00086, it was determined the initial report was not an adverse event or product problem, however, was inadvertently sent. It was determined that the lens was removed/replaced within the initial procedure and there was no patient injury or complication reported therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3011852734-2018-00086. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.